Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached/cut and there was apparent explant damage.

Event description:
It was reported that one day post implant the right atrial lead had dislodged and it did not capture at max outputs. The lead was extracted and replaced. No patient complications have been reported as a result of this event.